Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was unknown. Customer stated that they changed that the battery compartment was cracked where he screw the battery cap. It was reported that they got a failed battery test alarm. The customer received failed battery test. The customer was advised that the pump needs to be replaced. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed idle current test, run current test, self test, off no power test and displacement test. No failed battery test alarm noted. Device had broken battery tube threads.